Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely depressed total bilirubin (tbi) result was obtained on a patient sample on the dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc evaluated the information provided and the instrument data files. Hsc concluded the event is consistent with insufficient patient sample to process the tests requested. There is no evidence of a potential product problem with the assay or instrument. The instrument is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed total bilirubin (tbi) result for one neonatal patient was obtained on a dimension exl system. The initial result was reported to the physician and questioned. The sample did not have enough volume left for a repeat. A redraw sample was processed on the same dimension exl system and a higher result was obtained. The higher result was reported as the correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant total bilirubin result.